Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4). The device was returned and analyzed. Analysis revealed the returned device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 57% of the expected longevity. Concomitant medical products: 694758, implantable defib lead, (B)(6) 2009; 407645, implantable pacing lead, (B)(6) 2009. (B)(4).